Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned for evaluation. If additional information pertinent to the incident is obtained a follow-up report will be submitted. The device IFU warns to "always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may caused water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility.

Event description:
Per literature review: international hepato-pancreato-biliary association hpb 2013, 15, 747-752, safety and efficacy of ligasure usage in pancreaticoduodenectomy, july 2007 - may 2012. In a study of 148 patients, each undergoing a pancreaticoduodenectomy where a ligasure device was used, one patient suffered a significant hemorrhage that was eventually controlled with suture ligatures after the ligasure device had been used for dissection around the uncinate process and a thermal injury on the main jejunal tributary to the superior mesenteric vein occurred. The patient remained haemodynamically stable during the event and for the entirety of the case.